Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1931 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of covid-19, nickel allergy and premenopause. The patient had a family history of colon cancer. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1931 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery by bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2022: procedure note: speculum placed, and cervix washed with betadine. Catheter placed through the cervix and balloon inflated. Contrast dye injected without difficulty. Bilateral tubal blockage at the cornual region of the uterus bilaterally. The essure coils appear in their anticipated proper position. Uterine contour normal. Catheter removed without difficulty. Tolerated well by patient. [Pathology test] on (B)(6) 2022: specimen: fallopian tube(s) bilateral fallopian tubes. Final diagnosis: result: fallopian tubes, bilateral salpingectomies complete cross section of unremarkable bilateral fallopian tubes. Bilateral essure device present, gross examination only. Gross description: fallopian tube: received in formalin, labeled "bilateral fallopian tubes" are two unoriented, fimbriated segments of fallopian tube. The serosal surface is tan-pink, smooth and dull. The lumen is pinpoint, surrounded by tanpink, grossly unremarkable mucosa. The lumen contains a silver metal coiled essure device protruding from the proximal aspect of the fallopian tube. Fallopian tube b measures 7.5 cm in length by 0.5 cm in diameter. The serosal surface is pink-purple, smooth and dull. The specimen is inked blue and is serially sectioned. The lumen is pinpoint, surrounded by tan-pink, grossly unremarkable mucosa. The lumen contains a silver metal coiled essure device protruding from the proximal aspect of the fallopian tube. [Ultrasound scan] on (B)(6) 2022: normal pelvic anatomy and essure seen in proper location. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Surgical pathology report added reporter details added. Patient medical history and lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1931 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.